Manufacturer narrative:
(B)(4). Batch # t94z0w. Additional information was requested and the following was received: the tissue pad was retrieved with a forceps via a trocar. The patient is stable. The alarm occurred before the tissue pad fell off. There was no information what the alarm was. A piece of tissue pad which was retrieved from the patient was not returned and it was discarded. Investigation summary: the device was returned with the blade tip damaged, however, the blade was not cracked. Additionally, the tissue pad was damaged, melted not all present and a portion was not returned. The tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during a laparoscopic distal gastrectomy, an unknown error occurred before the tissue pad fell off during dissection. The tissue pad was retrieved from the patient with a forceps via a trocar and was discarded. The blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.